Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 7072055/7072721; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. Symptoms of redness and lead coming out from the incision site were noted. The physician believed it could be from the previous revision. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well.